Manufacturer narrative:
The complaint of high impedance was confirmed. As received, the lead was returned incomplete one stim end segment and one terminal end segment. Microscopic inspection observed few wire fractures in the stim end segment and failed the continuity test on electrode 2, 3 and 4 correlates the reported event. The cause of the reported event is unknown.

Manufacturer narrative:
Date of event is estimated. E1:reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had high impedances on contacts 2,3 and 4. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.